Event description:
This event is being reported to the FDA as a part of proactive quality plan undertaken by transmedics inc. The reportable malfunctions under this quality plan represent <0.2% of all ocs transplants. After working properly for about an hour the module was no longer being detected on console. The console did not display pressures or temperature readings. Trouble shooting attempts including leaning the module forward and reconnecting and power cycling the console. The specialist evaluated the pogo pins and the contact pads were cleaned. These attempts did not resolve the issue of the module being undetected by the console. The liver was not transplanted due to the communication issues between the console and module that were experienced during the case. The module was returned to transmedics for investigation. The reported condition that the perfusion module was not recognized properly was confirmed. The cause can be traced to a failure of the diode on the front end board that prevented communication between the module and the console.